Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to description summary has been updated and provided in b5 section of this report.

Event description:
It was reported that information received by medtronic indicated, via phone call, that a customer was found unconscious and transported, by emergency medical services, to the hospital on (B)(6) 2018. The customer had a low blood glucose event of 20 mg/dl and did not wear the sensor. The customer was dehydrated and had kidney stones. The customer was hospitalized for 4 days and was in the emergency room. The dehydration was treated with intravenous fluid. The low blood glucose event was treated with manual injections and insulin. The low blood glucose was also treated with food, glucose, and carb. The insulin pump was removed from the customer by the hospital staff. The customer¿s current blood glucose value was 127 mg/dl. The insulin pump was used within 48 hours of the event. The customer alleged that the insulin pump was over delivering. The customer did not recall any damage to the retainer ring but could not confirm due to missing pump. The customer was not using a linked glucometer. The customer used humulin r u-500 for insulin. No further patient complications were reported. Troubleshooting was performed for the blood glucose. The customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and hospitalized for low blood glucose on (B)(6) 2018. Another blood glucose reading was 40 mg/dl. Another blood glucose level reported by customer was 20 mg/dl. Customer's current blood glucose was 127 mg/dl. Customer was treated with insulin drip. The customer stated they became unconscious state from their low blood glucose. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer alleged that the insulin pump was over delivering. Customer stated that the auto mode was not active at the time of an incident. The insulin pump and reservoir will not be returned for analysis.